Event description:
It was reported that the device was explanted 18 months after the implantation as the device could not be interrogated anymore.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the existing production documents and the analysis of the ICD. After its receipt, the ICD was first visually inspected. The spot of locally melted titanium that can be seen. Next, the ICD underwent an electrical check. Matching the clinical observation, an interrogation of the ICD was not possible. Based on these results, it can be assumed that a shock delivery into an external low ohmic shock path led to the observed sparkover traces and to damage at the electronic module, due to which the ICD could no longer be interrogated. Possible clinical complications that might lead to an external short circuit are, among others, twiddler syndrome, the subclavian crush syndrome, or other damage to the lead insulation, due to which a low ohmic contact occurs between the high-voltage conductors. The manufacturing process of the ICD and the lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper ICD behavior. There were no indications of a material defect or manufacturing error.